Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead lost slack within one week of implant. Surgical intervention was performed to resolve the issue. The lead remains in service. No additional adverse patient effects were reported.